Event description:
It was reported by a surgeon through a company rep that he discovered an isolation damage of the lead during a procedure for generator replacement surgery. The surgeon decided to perform full revision surgery and system diagnostics after the surgery were within normal limits (ok dc dc 1). Further info was received from the surgeon indicating that there was some scar tissue around the lead and upon disconnection of the generator it was noted that some of the lead was behind the generator can. The surgeon indicated that "the lead was situated behind the stimulator (curled) right on a wide rib, covered by nothing else than the periosteum, damaged over a distance of at least 0.75cm, with a flattening of the lead over a much greater distance incl. Silicone protection coating by chronic pressure and friction." Moreover, the surgeon attributed the lead damage to the rubbing of the generator can against the lead. Additionally, the surgeon indicated that there was no pt trauma and the vns stimulator was working fine with good results, however, it was subpectoral, on a rib, with the lead in between the generator and the rib, flattened because of years of friction, and adherent to a collagen pouch made by the body as a foreign body reaction.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.